Event description:
A patient reported experiencing inaccurate results with a one touch basic meter. The patient's blood glucose results were in the "90's" and "260's" mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.